Manufacturer narrative:
Precision test results were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for a patient tested on a cobas 8000 c 702 module. The patient's sample gave an initial result of 97 umol/l. The user noted that this result was not compatible with the patient's previous gfrs. He then repeated the test. The repeat result was 53 umol/l. The repeat result was deemed to be correct. It is not clear if the questionable result was reported outside of the laboratory. The reagent lot number is 56716801. The expiration date was not provided.

Manufacturer narrative:
The alarm trace shows some sample clot alarms on the ise or ion-selective electrode module before and after the time the creatinine issue occurred. No further issues were reported by the customer. It is concluded that the reported issue is related to the affected sample itself.